Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly and became unresponsive. The pump was connected to a power source but still would not turn on. The customer's blood glucose (bg) level was reported to be high but an exact value was not provided. The customer reported ketones present. It was indicated that the customer had reverted to manual injections as insulin therapy.